Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Evaluation summary: the device was returned for analysis. Visual and dimensional inspections were performed on the returned device. The stent dislodgement was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. It should be noted the xience alpine everolimus eluting coronary stent system instructions for use (IFU) states: prior to using the xience alpine stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. However, do not manipulate, touch, or handle the stent with your fingers, which may cause coating damage, contamination, or stent dislodgement from the delivery balloon. Additionally, the IFU states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. The investigation was unable to determine a conclusive cause for the reported stent dislodgement.

Event description:
It was reported that the procedure was to treat a heavily calcified right coronary artery. A 3.5 x 38 mm xience alpine stent delivery system was advanced to the lesion and under fluoroscopy it was noted there was no stent on the balloon. The device was removed from the anatomy and it appeared that there was a stent present on the balloon so it was again advanced to the lesion and the balloon was pressurized. Under fluoroscopy it was noted that there was no deployed stent in the lesion. A search was conducted to find the stent and it was located in the protective sheath on the stylet. The proximal end of the stent was damaged during the attempt to remove the stent from the protective sheath after the procedure. There was no resistance during the removal of the protective sheath and stylet. Another stent was implanted to successfully complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.